Event description:
Acct reports they have had another incident in which they were unable to disconnect the injection site from the end of the cook central line. They had to cut the injection site off and repair the line. This incident occurred on a peds pt waiting for a transplant and if they lost the central line, the pt would not be able to have his transplant. They were able to repair the pt's line and there was no serious injury reported with this incident.